Event description:
A review of the information was performed; it was thought the issue may be due to an incomplete connection. A high resolution x-ray was recommended.

Event description:
Additional information was received; fluroscopy did not reveal any connection or lead issues. Interrogation in different shock vectors revealed the issue was not resolved.

Event description:
Additional information was received. A revision procedure was performed, it was determined there was no connection issue or lead issue. The device was replaced; this lead was reconnected to the replacement device and normal lead measurements were obtained.

Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead and device implanted in the subpectoral body location displayed shock impedance measurements greater than 125 ohms. The device is included in the subpectoral implant 2009 advisory communicated on 12/1/2009. Five months earlier, the shock impedance measurements were within normal values. Right ventricular impedance measurements were within normal limits. An internal technical service consultant was contacted. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.